Event description:
Received information stating over a month ago the pt experienced a loss of therapeutic effect and more back pain. Pt is having to take more pain medication because the device is not helping. She also reports a "sticking pain" at the implant site. No falls or trauma associated with this complaint. When the device was turned off the pain at the implant site subsided. Pt had asked to see a medtronic representative to try reprogramming. Additional information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).